Manufacturer narrative:
Device not returned for evaluation. An event regarding a seized trident drill bit was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned for inspection. -medical records received and evaluation: not performed as patient factors did not contribute to the event. -device history review: all devices accepted into final stock conformed to specification. -complaint history review: there have been no similar previous reported events. Conclusions: the exact cause of the event could not be determined because the device was not returned for inspection. No further investigation for this event is possible at this time. If the devices become available, this investigation will be reopened.

Event description:
Doctor had already inserted the tritanium cup and wanted to place a couple of screws. As he turned the drill on with the 25mm x 4mm trident drill in the 4mm drill guide the drill 'jammed' or locked up in the guide. It took a few minutes to try and dislodge the drill from the guide but it wouldn't come out.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Doctor had already inserted the tritanium cup and wanted to place a couple of screws. As he turned the drill on with the 25mm x 4mm trident drill in the 4mm drill guide the drill 'jammed' or locked up in the guide. It took a few minutes to try and dislodge the drill from the guide but it wouldn't come out.